Event description:
I had a patient that I was performing an MRI scan on the 1.5t MRI scanner, with an inspire 3028 stimulator that turned on with 8 seconds remaining in her scan/exam. I did go through all the pre-scan regimen with her, I was under time limit and followed all parameters. She squeezed the ball I told her we had 8 seconds left and finished I don't think I could have found the stop button that quickly to be honest. She was fine, never was in distress and no injury or pain whatsoever she just felt it turn on. I had explained to her beforehand that I had heard of these turning on during scans and if it did happen exactly what to do so she was prepared for it. By the time I got her out of the scanner and back to her locker it had turned back off.